Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was noted that the atrial lead exhibited high impedance even after repositioning the lead. The lead was not used and replaced. The physician noted irregular surface on the lead. The patient had no symptoms and was doing well after the procedure.